Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's screen was extremely scratched and hard to read. They had to tilt it to see and read the screen now. They also had to double press buttons to get them to react. Customer's blood glucose level was not reported. The device was not returned.